Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of handle cannula detached. Imdrf impact code f2301 and f23 capture the reportable event of using spyscope and laser to crush the stone inside the basket to remove the basket from the patient.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the basket caught the stone, and they tried to crush it with the handle. The handle was cracked, and it was not possible to open and close the basket. The stone was still trapped in the basket. As a result, the handle of the basket was cut off by the physician, as an attempt was being made to perform an emergency lithotripsy. However, the wire could not be exposed enough to allow emergency lithotripsy. The procedure was completed using spyscope and laser. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of handle cannula detached. Imdrf impact code f2301 and f23 capture the reportable event of using spyscope and laser to crush the stone inside the basket to remove the basket from the patient. Block h11: the trapezoid rx was received for analysis. A visual examination of the returned device found the side car rx channel was torn and pushed back 5mm. A functional examination of the returned device found that the basket was able to extend and retract, and the handle cannula was not detached. The reported event was not confirmed. The handle cannula wasn't detached. With all the available information, boston scientific concludes that the investigation findings were most likely caused due to the amount of force applied on the thumb ring from the handle when trying to crush the stone. When this force is applied, the working length tends to "retract" itself and therefore, pushes back the side car rx. The most probable root cause for the reported event of handle cannula detachment is cause not established since the investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. However, the most probable root cause for the problems found during the investigation analysis is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the basket caught the stone, and they tried to crush it with the handle. The handle was cracked, and it was not possible to open and close the basket. The stone was still trapped in the basket. As a result, the handle of the basket was cut off by the physician, as an attempt was being made to perform an emergency lithotripsy. However, the wire could not be exposed enough to allow emergency lithotripsy. The procedure was completed using spyscope and laser. There were no reported patient complications as a result of this event.